Event description:
It was reported that the patient¿s catheter was ¿placed wrong¿ and ¿pump was not working.¿ the patient stated the issue was corrected by implanted a second pump. No patient symptoms were reported. The medication delivered by the pump was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l59230, implanted: (B)(6) 1999, explanted: (B)(6) 2002, product type catheter. (B)(4).